Event description:
The device was used successfully on a patient in cardiac arrest. After the event, md instructed the local ers service representative to download the patient event from the device. The service rep observed that the device "chirped" and would not power up.